Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and skin cancer. Previously administered products included for an unreported indication: proair hfa. Concurrent conditions included obesity, skin lesion, erythema, pigmentation disorder, decreased appetite, diarrhea, nausea, weight loss, chronic disease, constipation, decreased appetite, hair loss, heat intolerance, heartbeats irregular, palpitations, polyuria, syncope, tremor, vision abnormal, vomiting, skin ulcer, sore throat, smoker, chills, rigors, cough, fatigue, headache, nasal congestion, otalgia, pharyngitis, dyspnea, fever, hemoptysis, myalgia, postnasal drip, rash, sinus pressure, sputum, tooth pain, wheezing, splenic artery aneurysm, pre-eclampsia, fatty liver, migraine without aura, hot flashes, loose stools, bowel movement irregularity, gallbladder removal, abdominal pain generalized and chronic diarrhea. Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced asthma ("asthma"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and pelvic adhesions ("pelvic adhesive disease"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased, asthma, cystitis, bladder disorder, urinary tract infection, vaginal discharge, vaginal infection and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, asthma, bladder disorder, cystitis, depression, menorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: result-total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received- case was upgraded from non-serious incident to serious incident. Reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in an adult female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and skin cancer. Previously administered products included for an unreported indication: proair hfa. Concurrent conditions included obesity, skin lesion, erythema, pigmentation disorder, decreased appetite, diarrhea, nausea, weight loss, chronic disease, constipation, decreased appetite, hair loss, heat intolerance, heartbeats irregular, palpitations, polyuria, syncope, tremor, vision abnormal, vomiting, skin ulcer, sore throat, smoker, chills, rigors, cough, fatigue, headache, nasal congestion, otalgia, pharyngitis, dyspnea, fever, hemoptysis, myalgia, postnasal drip, rash, sinus pressure, sputum, tooth pain, wheezing, splenic artery aneurysm, pre-eclampsia, fatty liver, migraine without aura, hot flashes, loose stools, bowel movement irregularity, gallbladder removal, abdominal pain generalized and chronic diarrhea. Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced asthma ("asthma"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and pelvic adhesions ("pelvic adhesive disease"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased, asthma, cystitis, bladder disorder, urinary tract infection, vaginal discharge, vaginal infection and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, asthma, bladder disorder, cystitis, depression, menorrhagia, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: result-total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, weight gain. Batch no d06928, production date 2014-08-28, expiration date 2017-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.